Event description:
At the end of an endoscopic saphenous vein harvesting procedure, the balloon popped on the short port. The procedure was completed with the same device. No pt complications were reported.